Event description:
The customer reported via phone call that he had keypad issues on the insulin pump. Customer stated that the esc button was not functioning. Customer was attempting to check the status screen to determine if he had to change the infusion set tonight or if he could wait until tomorrow. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.